Event description:
It was reported that the bd safe-clip¿ stopped clipping. The following information was provided by the initial reporter: safe clip needle clipper will not work. It clipped about 300 needles then it stopped clipping.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4)FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 1214001, d.4. Medical device expiration date: unknown, h.4. Device manufacture date: 31-aug-2021. D.4. Medical device lot #: 1299002, d.4. Medical device expiration date: unknown, h.4. Device manufacture date: 09-nov-2021.

Event description:
It was reported that the bd safe-clip¿ stopped clipping. The following information was provided by the initial reporter: safe clip needle clipper will not work. It clipped about 300 needles then it stopped clipping.

Event description:
It was reported that the bd safe-clip¿ stopped clipping. The following information was provided by the initial reporter: safe clip needle clipper will not work. It clipped about 300 needles then it stopped clipping.

Manufacturer narrative:
H6: investigation summary customer returned a safeclip needle trimmer from lot 1299002. No safeclip needle trimmer from lot 1214001 was returned. Visual inspection found limited amounts of observable wear to the safeclip. An attempt was made to insert a spare pen needle into the mouth of the safeclip. Despite the cannula lining up properly with the mouth of the safeclip, the cannula could not be inserted into the needle trimmer. Looking at the mouth of the needle trimmer under magnification found the remnants of previously trimmed pen needle cannulae. Material build up at the mouth of the trimmer on the trimming components may have resulted in the needle trimmer becoming blocked. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of the safeclip not trimming needles. The root cause of safeclip not clipping may be wear and material build-up over time as the result of use. H3 other text : see h10.